Event description:
Product is a MRI ventilator. It was never actually placed on a pt. Hospital found scored mechanical plans with the ventilator. First, the tidal volume control knobs had no lever and upper stop limit. Therefore rptr could turn knob 360 degrees x 3 turns, rptr could not tell what tidal volume was actually set at. Next, hooked the vent to a volume monitor to check tidal volumes. Rptr set the tidal volume at 500ml. When they changed the inspiratory time and left the tidal volume constant, they would get an increase of 600cc tidal volume. Total volume deliverd would be 1100cc by turning the I time from 1 sec to 2nd sec and leaving the tidal volume constant. This could be life threatening to a pt.

Event description:
Add'l info rec'd from MFR 3/9/06. Maxtec is the distributor of the maxo2 vent that the MDR was logged against. Our part number for the ventilator is: r213p19. Maxtec and oceanic will jointly work together on finding answers to this MDR and will report back to the FDA in a timely fashion.